Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after an unspecified procedure. Fluoroscopy confirmed arteriotomy placement in the common femoral artery. The foot was deployed without incident. The needles were deployed and captured. The foot was parked. The knot was delivered. The device was removed and the arteriotomy was closed successfully. Within twelve hours after the procedure, it was reported the pt's peripheral pulses were absent to the lower extremity. An angiogram was performed that revealed an occlusion at the arteriotomy site. The pt returned to the cath lab where an angioplasty was performed. Flow to the lower extremity was restored, the peripheral pulses returned. The pt was discharged without further adverse sequelae.